Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a self-conducted ventricular rhythm and received five electric shocks. The patient was admitted and device interrogation revealed a code 1005, indicating an open circuit condition. It was noted that the shocks provide were appropriate. There was one shocking impedance measurement out of range. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the right ventricular lead was surgically abandoned. While the ICD was explanted, both products were successfully replaced. No additional adverse patient effects were reported. Additional information from the field representative stated that there was noise in the rv lead when testing the system.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a self-conducted ventricular rhythm and received five electric shocks. The patient was admitted and device interrogation revealed a code 1005, indicating an open circuit condition. It was noted that the shocks provide were appropriate. There was one shocking impedance measurement out of range. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the right ventricular lead was surgically abandoned. While the ICD was explanted, both products were successfully replaced. No additional adverse patient effects were reported. Additional information from the field representative stated that there was noise in the rv lead when testing the system. The ICD was received for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) self-conducted ventricular rhythm and received some electric shocks. The patient was admitted and device interrogation revealed a code 1005, indicating an open circuit condition. It was noted that the shocks provide were appropriate. There was one shocking impedance measurement out of range. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the right ventricular lead was surgically abandoned. While the ICD was explanted, both products were successfully replaced. No additional adverse patient effects were reported.